Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, cracked belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 11-nov-2024 in the pump history file. (B)(6)2024 00:55:19.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 110000 (11 u) bolusamountdelivered: 110000 (11 u) (B)(6)2024 08:56:58.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 121000 (12.1 u) bolusamountdelivered: 121000 (12.1 u) (B)(6)2024 08:58:01.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6)2024 10:27:40.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 16000 (1.6 u) bolusamountdelivered: 16000 (1.6 u) (B)(6)2024 13:02:27.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 154000 (15.4 u) bolusamountdelivered: 154000 (15.4 u) (B)(6)2024 14:53:15.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) (B)(6)2024 16:19:17.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 161000 (16.1 u) bolusamountdelivered: 161000 (16.1 u) please see below for the daily total of all insulin delivered on the event date 11-nov-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered: (B)(6) (104.675 u) dailytotalofbasalinsulindelivered: (B)(6) (36.475 u) dailytotalofbolusinsulindelivered: (B)(6) (68.2 u) there were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 11-nov-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-nov-2024 in the pump history file. (B)(6)2024 05:36:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2024 05:46:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2024 06:07:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6)2024 06:17:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6)2024 08:05:02.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6)2024 08:06:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:49:58.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 17:31:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 09:40:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 09:40:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 09:47:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:35:40.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:44:32.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 19:37:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:50:48.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 20:16:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 08:34:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 08:34:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 09:26:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 09:28:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 21:23:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 21:23:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 21:24:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 1:35:00 pm. There was no power data available for the date of (B)(6)2024. Unable to check power data for changebatteryfault (73)/replace batt alert, offnopower (11)/replace battery now alarm and battoutlimit (6)/power loss alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Changebatteryfault (73) - unknown. Offnopower (11) - unknown. Battoutlimit (6) - unknown. Nodelivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the insulin pump was not working. The customer reported, blood glucose value of 499 mg/dl. The customer reported, hyperglycemia. Treated in emergency room. The event involved product(s) mmt-1880, unomedical, unk_disposables. Troubleshooting was not performed. It was unknown, whether customer used the pump within 48 hours of reported event. And it was unknown, whether auto mode feature was active at the time of event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Mmt-1880 was requested. And customer response was, the device will be returned. No product return is required for unomedical, no product return is required for unk_disposables.